Event description:
A customer reported that the laser and xenon lamp module had not started during surgery. A backup laser system was used to complete the photocoagulation procedure. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will e filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).